Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy. The site switched to side emitter and the issue did not resolve. The site then swapped to a loaner navigation system and the issue did not resolve. The medical device reviewer stated that ear, nose, throat (ent) and optical operating rooms (or) swapped with each other at the site. This and all previous occurrences happened in the new ent (formally optical) or. The new or was smaller with surgical devices in closer proximity to patient. The new or had "electrical work and issues" (overheating other plugged in devices). The previous passing system checkouts have occurred in other rooms, not the or with the reported complaints. Patient impact, surgical delay, and event timing information was not provided.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received and added in sections a, b5, and e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred during a functional endoscopic sinus surgery (fess). There was no impact on patient outcome.